Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken reservoir tube lip, missing end cap sticker cracked lcd window and missing o-ring reservoir tube. The device received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
It was reported that the insulin pump had cracks. Customer's blood glucose was unknown at the time of the incident. No further details were provided. The product will be returned for analysis.